Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having diagnosed with small cell lung cancer, the patient went through four sessions of chemo and one month of radiation. The patient also alleged he has to get a CT scan every six months. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on october 12, 2023, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging small cell of lung cancer related to a CPAP device's sound abatement foam. Additional information was received about the alleged headache, dizziness, nose irritation. Section e1 was updated in this report. Section h6 health effects - clinical codes was updated in the report.